Event description:
It was reported that the patient was experiencing discharge her midline incision. The physician confirmed that the discharge was procedure related. The patient was administered with antibiotics and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7110271. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).